Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product packaging was damaged on the reverse of the inner sterile pouch for the cf7-7-60 closurefast 7f 60cm catheter prior to use. The packaging damage was evident before the procedure. The procedure was completed with another catheter. No additional treatment was required. There was no patient involved.

Manufacturer narrative:
Image analysis: five images were provided for evaluation. In three of the images, a tear is observed on the back of the pouch. One image shows the device positioned in the tray within an unopened pouch. An additional image shows the shipping carton label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.